Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. Upon evaluation of the three photos, a damaged stopper was observed, which resulted in negative pressure in the tube. Additionally, 20 retained samples were utilized for functional tests, and all samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: cracked component and underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, three (3) tubes underfilled and had cracked stoppers. No adverse impact was reported regarding the patient or user.